Event description:
Physician opted to use vacuum to assist in vaginal delivery following prolonged second stage. Vacuum device would not seal properly and popped off a total of 3 times. A new vacuum was brought in to complete the delivery. Baby was delivered with small abrasion on left side of head. No other harm to mother or baby.